Event description:
After a failed puncture due to damage to the guidewire (captured in MDR# 9680794-2022-00259), it was reported "a second attempt at venous catheterization is performed in the femoral vein, presenting a kink in the guidewire and making it difficult to remove it from inside the cvc. It is necessary to insert a new catheter through the interventional radiology.". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
After a failed puncture due to damage to the guidewire (captured in MDR# 9680794-2022-00259), it was reported "a second attempt at venous catheterization is performed in the femoral vein, presenting a kink in the guidewire and making it difficult to remove it from inside the cvc. It is necessary to insert a new catheter through the interventional radiology.". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.